Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a open book image on the screen and then stopped working. The customer¿s blood glucose was 10.3 mmol/l. Troubleshooting was done for critical pump error alarm. Customer reported that the insulin pump shut down and they noticed that it had small crack. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Device also displayed an unexpected frozen white screen at times. Upon further review of the unit's interior, there are signs of previous moisture presence and corrosion on electrical board around the battery connectors and on electrical board on the pins of the lcd connector. Device received with a crack on the battery tube. Also the display window cover is missing.